Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient's "lines cut on him", though the exact meaning of this was unclear. One week later, it was reported that the patient's catheter had broken before, though it wasn't specified which catheter this referenced. Twelve days after that, it was the patient had undergone an elective pump explant, but the catheters would be left in place.

Event description:
The hcp reported the pt has irretrievable portions of severed catheter left in his body. The current implant is reported to be functioning well.